Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, it is presumed that the dirt observed on the scope cover and the circuit board within the scope connector was likely due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope exhibited a dirty scope cover (s-cover) and a dirty circuit board in the scope connector. There was no patient involvement.